Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was noted to be connected to the patient cable when the red heart alarm was heard. All equipment was exchanged.

Manufacturer narrative:
The report of a suspected percutaneous lead fracture was unable to be confirmed through this evaluation. The patient remains ongoing on vad support. It was communicated to the manufacturer that the patient¿s system controller and power module patient cable were exchanged and no further issues were reported indicating that there was no issue with the percutaneous lead. A full evaluation of the patient's system controller and patient cable could not be conducted because the devices were not returned to the manufacturer for analysis. A review of the patient¿s submitted system controller log file revealed three low flow hazard alarm events and three low speed hazard alarm events. A correlation between the observed alarm events and the report of suspected percutaneous lead damage could not be conclusively determined through this evaluation as no equipment was returned. The relevant sections of the device history record were reviewed and revealed that the lvad met applicable specifications. The device history records for the patient¿s system controller and 14v patient cable could not be reviewed because the lot numbers were not reported. No further information is available. The manufacturer is closing the file on this event.